Manufacturer narrative:
(B)(4).

Event description:
It was reported that the intra-aortic balloon pump (iabp) was "running through helium quickly". The staff changed the helium tank 3 times during the case. There was no downtime in therapy as the helium tank is hot-swappable. The iabp was swapped out without incident. There was no report of patient complications, serious injury or death.

Event description:
It was reported that the intra-aortic balloon pump (iabp) was "running through helium quickly". The staff changed the helium tank 3 times during the case. There was no downtime in therapy as the helium tank is hot-swappable. The iabp was swapped out without incident. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
Qn# (B)(4). No iabp part or recorder strip was returned to teleflex chelmsford for investigation. The reported complaint of running through helium quickly was confirmed by the field service agent. According to the attached fsr, the helium regulator assembly was replaced. If the product is returned at a later date, a full investigation of the sample will be completed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.